Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during cataract surgery with intraocular lens (iol) implantation, there was problem during implant delivery. There was no consequences for the patient. A back-up lens was used to complete the procedure.